Event description:
It was reported that prior to a dialysis catheter placement procedure, the presence of an insect was found on the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath products that are cleared in the us. The pro code and 510 k number for the glidepath products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed glidepath d/l catheter kit was returned for evaluation. Visual evaluation was performed on the returned device. What appeared to be a foreign material, was noted on the back side of the package, within the instructions for use pouch. Components were not noted to move freely within the product tray and did not appear affected. The manufacturing site evaluation states, visual inspection of the images showed a sealed kit of a glidepath d/l catheter, review of the images of the front of the packaging showed that a top label of tyvek was partially detached, the overall review of the images showed that the package was completely sealed, however, a review of the pouch of literature revealed contamination within the pouch. A closer view revealed that the contamination was a small insect. Therefore, the investigation is confirmed for the reported foreign matter contamination issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the dialysis catheter placement using glidepath. Prior to the procedure, the presence of an insect was found on the package. The procedure was completed using another device. There was no patient contact.